Manufacturer narrative:
Pt info: unk. Event date: unk. This product is not marketed in the us. Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -13.50/3.0/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles on (B)(6) 2022. This resolved the problem. Cause of the event is reported as device.

Manufacturer narrative:
B5: reportedly, "good jump but refractive error. Good length of the implant but not hypermetropia power". Additional commments from reporter - patient with keratoconus od/os, strabism - retina laser. Claim#: (B)(4).